Event description:
The device broke when sewn. The event led to longer operating time. Additional information received on (B)(6) with the following: there was no patient injury. The event led to increase surgery time but unknown for how long. They had another suturable duragen to use. Patient was reported to be "ok".

Manufacturer narrative:
Integra has completed their internal investigation on 11/20/2015. The investigation included: methods: review of device history records. Review of complaints history. Results: the unit was not returned for evaluation since the unit was used in surgery. Given that complaint unit was not returned for evaluation, the reported condition could not be confirmed. Device history record (DHR) of the finished good lot # 1152775 was reviewed. Manufacture date of lot 1152775 is 08-24-2015 and expiration date 08-2017. Finished goods lot 1152775 originates from (B)(4) dispersion lot 105000326693 which is then lyophilized and cross linked prior to transfer to the (B)(6) facility. All documentation and in-process testing were found to meet the specified requirements. Endotoxin and bioburden results met all requirements and were found to be acceptable per the in-process release specification. Finished goods lot 1152775 of suturable duragen catalog durs2291 was manufactured through the following processes: cutting, inspection, tyve lids stamping and inspection, packaging and inspection, bulk boxing, bulk boxing inspection, sterilization (at outside source), piggyback and outer box labels printing, labels inspection, labels application and boxing, final inspection, and product release processes. No anomalies were observed during the manufacturing and packaging process. Five percent of lot 1152775 was taken for suture retention testing. It was found that all evaluated samples meet the specified acceptance criteria. According to the DHR review conducted for at lot 105000326695 and fg lot 1152775 there is no indication that the production process contributed to the complaint event. No anomalies were reported during the manufacturing and packaging processes of this lot that could be related to the reported condition. Three (3) retain samples of fg lot 1152775 were evaluated for suture retention strength. The three (3) evaluated samples were found to meet both visual requirements and suture retention strength acceptance criteria. The instructions for use (IFU 10515-701-03) corresponding to catalog durs2291 requests to remove product from package using a gloved hand and aseptic technique so as not to crush the matrix. After reviewing the complaint system since 2013, only this complaint related to "duragen suturable broke when sewn" has been reported in duragen suturable family at integra lifesciences pr facility. (B)(4) conclusion: given that complaint unit was not returned for evaluation, the reported condition could not be confirmed. No assignable causes that could be associated to the manufacturing process were determined based on the review of the device history record (DHR), capas, ncrs history and retain samples evaluation. As stated in the product's directions for use: "remove product from package using a gloved hand and aseptic technique so as not to crush the matrix."